Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The daughter of a customer reported via phone call that her mother has high blood glucose of 510 mg/dl and is unable to program the pump. Customer indicated that they could monitor the pump on their own and declined further troubleshooting. The customer's blood glucose at the end of the call was 458 mg/dl.